Event description:
Intl ((B)(6)) complaint received reporting leakage problems with use of titan/medcomp catheters, fresenius blood line (B)(4) and d1000 tego connectors. It was reported that patient had dialysis on (B)(6); on (B)(6) patient reported bleeding... Leaking of tego noted on red lumen. Also leaking around clamps on medcomp catheter. Tego changed, blood cultures taken ((B)(6)). Use a terumo luer slip syringe for flushing. The report states blood loss was "very small amount."

Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned for analysis and investigation. Visual inspection (pre and post decontamination) was performed. The results recorded various component damages including a tear along the edge of the slit. Engineering testing and analysis was conducted. The returned tego connector was air leak tested per the applicable product specifications. The results recorded leakage originating from the tear at the seal slit. Although not always repeatable, previous investigations of these types of tego component damages have been replicated. Those investigations identified various usage/techniques including; off center insertions and/or off-center access with a long male luer slip type connector(s) while attaching/detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard 594/2. A review of the mfg. Lot database for lot number 2711296 (mfg. Date 07/2013) shows (B)(4) units were mfd., tested, inspected, and released. All of the identified manufacturing and complaint database record analysis show these tego devices were manufactured to specification, tested, inspected and released. Findings: engineering testing and analysis of the one returned d1000 tego connector replicated leakage condition. The root cause of the leakage was attributable to component damage that most likely occurred as a result of incorrect usage/techniques. This report and the associated information have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff.